Manufacturer narrative:
The device was not investigated as the unit has no service contract with maquet. No information was provided by the customer if maintenance was performed on the device by their own service provider or service department. No further information or complaints have been received regarding the reported incident for this device. This follow up report will serve as the final report for the reported incident.

Event description:
(B)(4)

Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The device will be evaluated by a maquet service technician. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
While supporting a patient on the rotaflow a "sig error was displayed every minute for 5 minutes. Then it became constant. The perfusionist stopped the flow and clamped and reapplied the gel. When he tried to reestablish support he was unable to generate any "rpm" and flow. He rebooted the system and hand cranked for 5 - 10 minutes. Until a new console was available for a switch out. The patient was without support for 2.5. Minutes. (B)(4).